Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4), claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens but this did not resolve the problem. The cause of the event was reported as unknown. See MFR# 2023826-2022-00984 for replacement lens.

Manufacturer narrative:
H3: product evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).